Event description:
Reportedly, on (B)(6) 2026, the (B)(6) received a telemedicine alert concerning an implanted borea dr pacemaker, serial number (B)(6). The reported alert was: [a110] suspected ra oversensing due to the mv sensor. The patient was called into the clinic for evaluation on the same day. During the clinical assessment, a 125 hz signal on the atrial channel was confirmed. This finding was consistent with the reported suspicion of ra oversensing. Actions taken following medical evaluation, the decision was made to reprogram the pacemaker to vvir mode. A system revision was not performed, as the patient was in poor general condition due to an existing cancer diagnosis.